Event description:
Customer reported via phone, she was attempting to bolus and the insulin pump freezes up and continues to scroll. When she presses the esc button the device stops but if she lets it go it continues to scroll. She attempted to fix the issue by changing the battery but the device locked up. Troubleshooting was performed for keypad anomaly. Customer's blood glucose was 130 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device to undergo further testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No display anomaly was noted. The insulin pump was received with cracked battery tube threads and a cracked reservoir tube lip.